Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt had damaged the door of controller so badly it couldn't be opened. The reason for call was patient reported that the controller hadn't been working and they weren't able to get implant charged up because recharge quality wouldn't stay on good/excellent and then recharge quality would disappear completely. Patient said the controller screen would also go blank during recharging. Patient said they troubleshooted with the manufacturer representative and was told to remove battery pack and put it back in but this didn't resolve the issue. Patient said that they had taken a knife to the back of the controller trying to get the battery pack out and had somehow damaged the back of the controller so badly with the knife that the door wouldn't open anymore. Patient said they didn't have someone with them to try to break door off to obtain the controller or battery pack s/n's. Patient said medtronic rep told her to call ps for replacement controller. Pt inspected rtm and said that rtm would get hot during charging. The issue was not resolved. Pss emailed repair to replace controller, battery pack and rtm. The patient's relevant medical history included patient has device for pain and said they were currently in pain and hurting due to not being able to charge the implant battery. Patient also mentioned that they had fell and hurt themselves and almost thought they had broken their hip so they had been laying in bed.